Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection and patient death occurred. The 80-90% stenosed lesion being treated was located in the heavily calcified left anterior descending (lad) artery. Balloon angioplasty was performed with a 2.5x20 mm quantum monorail balloon, inflated to 10-12atm for 10 seconds. After ballooning, a huge dissection developed. A 3.00x28 mm taxus liberte stent was placed, inflated to 8atm for 10 seconds. Balloon angioplasty was again performed with the 2.5x20 mm quantum monorail balloon, inflated to 10atm for 10 seconds. A second dissection occurred. Then a 3.50x32 mm taxus liberte stent was placed. A dissection was identified in the left main artery during percutaneous coronary intervention (pci). A 3.5x18 mm non-bsc stent was placed. Blood pressure and heart rate were decreasing. CPR was started and the patient was intubated. A balloon pump was placed. Patient went into ventricular tachycardia and ventricular fibrillation several times. Dc shocks were administered. Patient was transferred to the critical care unit. The patient death occurred one day post the procedure.